Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that the display was dim/faded and difficult to read. Reportedly patient noticed the display issue 2 years ago. Patient acknowledged that the pump was dropped twice but denied that there was lines or ink spot on the display, evidence of damage to the pump, and no moisture in the pump. Patient reported that the issue was not resolved with battery change or resetting contrast to maximum setting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 01/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation the pump powered up to a dim and discolored verifying screen with the appropriate audio and vibration alerts. Unrelated to the display issue, the battery compartment was found to be cracked.